Event description:
The reporter obtained a 407 mg/dl and 123 mg/dl blood glucose comparison on the accu-chek compact plus system. The reporter states she obtained an additional comparison with blood glucose results 407 mg/dl and 120 mg/dl on the accu-chek compact plus system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.